Event description:
I have depuy pinnacle replacement and now I have constant pain and cobalt and chromium in my blood. The surgeon used the anterior approach to replace the hip and severed the lateral femoral cutaneous nerve. I was in excellent health before this hip replacement now I live in constant pain, nausea, and limited mobility. Diagnosis: degenerated hip disease.